Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug (at unknown dose and concentration) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on an unspecified date, the patient was trying to refill their medicine but 'the machine' was not working properly. No further information was provided at the time of report and no further complications were anticipated.